Event description:
This is filed to report leaflet damage. It was reported a mitraclip procedure was being performed on a patient with grade 4 mixed mitral regurgitation (mr) with a prolapsed anterior, dilated left atrium, and flail. Post-deployment of the first clip (20609r111- xtw) there was an increase in mr at the medial side of the clip. The physician believed the clip had damaged the leaflet. The physician decided to place a second clip (20316r250 - xt) medial to the first one. The quality of the echocardiography imaging decreased, so it was difficult to steer down to the valve and orientate the clip relative to the line of coaptation. After placing the clip medial to the first one, a reduction in mr was observed and the gradient was satisfactory. Post-deployment, an increase of the residual mr was noticed. In the opinion of the physician, the posterior leaflet was damaged somehow due to the degeneration of the leaflet-material, and possibly from both clips. The mr was reduces to 3. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported image resolution poor was associated with poor echocardiogram imaging. The cause of the reported unspecified tissue injury (no treatment) could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.